Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No bolus anomaly was noted. All operating currents were within specification. The pump was programmed with the correct time and date. The pump was monitored for several days. Several boluses were programmed and delivered. The pump was downloaded to care link pro and all boluses delivered during testing and during the time the unit was monitored were properly recorded and recorded at the daily totals and bolus history screens. The carelink reports shows all boluses delivered. No bolus anomaly was noted. Several displayable history crc alarms were found at the alarm history file. The alarms were due to a corrupted history file. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were unable to program the insulin pump. The customer's blood glucose was 19.8 mmol/l at the time of call. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.